Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("endometrial canal with an appearance suggestive of a migrating intrauterine device"), pelvic pain ("chronic pelvic pain"), hydrosalpinx ("left hydrosalpinx / fluid in fallopian tube") and genital haemorrhage ("heavy bleeding/ bleeding/passing clots") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years after insertion of essure, the patient experienced dysuria ("dysuria"). On (B)(6) 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("possible left adnexal cyst"). On (B)(6) 2016, the patient experienced ovarian cyst ("small right ovarian cyst of 2 cm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("endometrial cavity is a portion of coiled wire extending from the proximal aspect of one fallopian tube."), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping/right lower quadrant abdominal pain"), back pain ("back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), flank pain ("flank pain"), infection ("infection nos") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/pain/right abdominal pain"). The patient was treated with antibiotics, surgery (total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation), surgery (total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, hydrosalpinx, genital haemorrhage, device expulsion, abdominal pain, adnexa uteri cyst, ovarian cyst, dysuria, dyspareunia, abdominal pain lower, back pain, nausea, vaginal discharge, flank pain and menorrhagia had resolved and the infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, back pain, device dislocation, device expulsion, dyspareunia, dysuria, flank pain, genital haemorrhage, hydrosalpinx, infection, menorrhagia, nausea, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2016: possible left adnexal cyst or hydrosalpinx. On (B)(6) 2014, hsg (hysterosalpingogram): showed appropriate micro-inserts placement without contrast seen extending into the fallopian tubes. On (B)(6) 2016, a CT (computed tomogram) of the abdomen pelvis performed on that date showed a small right ovarian cyst of 2 cm and a left hydrosalpinx. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event- back pain, nausea, endometrial canal with an appearance suggestive of a migrating intrauterine device, menorrhagia, vaginal discharge, dyspareunia, endometrial cavity is a portion of coiled wire extending from the proximal aspect of one fallopian tube, infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/right-sided pelvic pain'), hydrosalpinx ('left hydrosalpinx / fluid in fallopian tube') and multiple episodes of device dislocation ('endometrial cavity is a portion of coiled wire extending from the proximal aspect of one fallopian tube.', 'linear echogenic focus within the cornual aspect of the endometrial canal with an appearance suggestive of a migrating intrauterine device') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysuria ("dysuria"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("possible left adnexal cyst"). On (B)(6) 2016, the patient experienced ovarian cyst ("small right ovarian cyst of 2 cm"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/pain/right abdominal pain/abdominal/flank pain/acute abdominal pain"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ bleeding/passing clots/bleeding/irregular bleeding"), the second episode of device dislocation ("endometrial cavity is a portion of coiled wire extending from the proximal aspect of one fallopian tube."), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping/right lower quadrant abdominal pain"), back pain ("back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), flank pain ("flank pain"), salpingitis ("infection nos/fluid in her left fallopian tube is likely an underlying infection") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation and total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hydrosalpinx, genital haemorrhage, the last episode of device dislocation, abdominal pain, adnexa uteri cyst, ovarian cyst, dysuria, dyspareunia, abdominal pain lower, back pain, nausea, vaginal discharge, flank pain and heavy menstrual bleeding had resolved and the salpingitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, back pain, dyspareunia, dysuria, flank pain, genital haemorrhage, heavy menstrual bleeding, hydrosalpinx, nausea, ovarian cyst, pelvic pain, salpingitis, vaginal discharge, the first episode of device dislocation and the second episode of device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: possible left adnexal cyst or hydrosalpinx.. Diagnostic results: on (B)(6) 2014, hsg (hysterosalpingogram): showed appropriate micro-inserts placement without contrast seen extending into the fallopian tubes. On (B)(6) 2016, a CT (computed tomogram) of the abdomen pelvis performed on that date showed a small right ovarian cyst of 2 cm and a left hydrosalpinx. CT scan : abdomen and pelvis which showed a"fluid density serpiginous structure within the left hemipelvis and likely related to hydrosalpinx." Pelvic ultrasound which revealed a simple right ovarian cyst, "a tubular fluid-filled structure consistent with hydrosalpinx" pelvic ultrasound which indicated the linear echogenic structure within the left cornua of the endometrial canal is again noted and is grossly unchanged" and "there is a left hydrosalpinx present, stable." CT of the abdomen and pelvis which showed a small right ovarian cyst a left hydrosalpinx. The operative report noted findings of a"broad band of filmy adhesions between [the] sigmoid colon and left pelvic sidewall, these were lysed. Grossly dilated left fallopian tube consistent with hydrosalpinx." The pathology report noted a"grossly visible within the endometrial cavity is a portion of coiled wire extending from the proximal aspect of one fallopian tube." Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), hydrosalpinx ("left hydrosalpinx / fluid in fallopian tube"), abdominal pain ("abdominal pain/pain/right abdominal pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysuria ("dysuria"). On (B)(6) 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and adnexa uteri cyst ("possible left adnexal cyst"). On (B)(6) 2016, the patient experienced ovarian cyst ("small right ovarian cyst of 2 cm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with antibiotics, surgery (total laparoscopic hysterectomy, bilateral salpingectomy, with right ovarian conservation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hydrosalpinx, adnexa uteri cyst, abdominal pain, genital haemorrhage, ovarian cyst, dysuria and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, dysuria, genital haemorrhage, hydrosalpinx, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: possible left adnexal cyst or hydrosalpinx on (B)(6) 2014, hsg (hysterosalpingogram): showed appropriate micro-inserts placement without contrast seen extending into the fallopian tubes. On (B)(6) 2016, a CT (computed tomogram) of the abdomen pelvis performed on that date showed a small right ovarian cyst of 2 cm and a left hydrosalpinx. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.